Manufacturer narrative:
Batch review performed on 20 may 2022. Lot 2103929: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-may-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional device involved. Batch review performed on 20 may 2022: reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot 2003977: (B)(4) items manufactured and released on 25-mar-2021. Expiration date: 2026-mar-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medacta clinical affairs specialist: second revision 6 months after the primary rsa in a female patient due to dislocation of the joint. About 3 months after the primary surgery, the patient was revised due to joint dislocation. According to report, about 20 days after the first revision, the joint dislocated again during physiotherapy: the glenosphere, metaphysis and liner were revised. Probably low articular tension and problems with soft tissue management are at the origin of this problem. No reason to suspect that this event is due to a faulty device.

Event description:
About 3 months after the primary surgery, the patient was revised due to joint dislocation (all components revised except for the baseplate). About 20 days after the first revision, the joint dislocated again during physiotherapy (metaphysis and liner revised). During this revision, it was noted that the prosthesis was not reducing because of soft and residual tissues (eg of trachitis) that interposed in the posterior part and kept the joint dislocated anteriorly.